Event description:
Salem sump anti-reflux valve (white/blue) broke two separate times while trying to disconnect it from the nasogastric (ng) tube. The white end of the valve became lodged in the patient's ng tube. When attempting to remove the valve from the tube, the valve broke into several small broken pieces, all of which were removed and discarded. No pieces were retained in ng tube.